Manufacturer narrative:
(B)(4). The affected load was not used on a patient. The DHR was reviewed and the lot met specifications at the time of release.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis by lot number, retains analysis, visual analysis, concomitant product evaluation and system risk analysis (sra). Trending analysis by lot number was reviewed from 07/29/2016 to 01/25/2017 and trending was not exceeded. Retains testing could not be performed since the correct product lot number was received after the product lot had expired. The concomitant sterrad was not evaluated since the serial number of the unit was unknown. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The product was not returned; therefore, no visual analysis was performed. There is insufficient information to determine an assignable cause. The product was not available for return and retains testing could not be performed since the lot number was received after the product lot was expired. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® sealsure chemical indicator tape. The correct common device is indicator, chemical. The correct catalog number is 14202.

Event description:
A customer reported the sterrad® sealsure chemical indicator tape did not change color correctly after a completed sterrad® cycle. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® sealsure chemical indicator tape not changing color correctly. Asp will continue to follow up for additional information.